Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 564 mg/dl . The customer rechecked blood glucose and it was 552 mg/dl then 412 mg/dl, 246 mg/dl. The product will not be returned for analysis.